Event description:
Reportedly, after firing, the surgeon confirmed the anvil was tilted, however, the instrument could not not be removed from the cavity. The tissue was not completely cut. The surgeon performed another anastomosis with a new device.